Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was not reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to fluid invasion on the scope connector, causing corrosion / malfunction of electrical parts the scope connector. It is likely that water tightness was lost by excessive external stress on the leaking area or fluid may have invaded through the venting connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of error e315 was not reproduced , however, liquid leaks due to a cut part of suction cylinder was observed. In addition, corrosion at the scope cover (sc cover) unit due to leakage was noted. Furthermore, the following defects were identified during device inspection: angulation in the up direction found out of standards due to worn of angle-wire. Stiffness in angulation, noted to be non functional due to worn stiffness ring. Water quantity noted to be out of standards due to blockage of nozzle. Light guide (lg) lens found broken. Switch 1 was worn out. The adhesive part of a-rubber (ar) found broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an error e315 (error-scope error) observed on the device. The issue found during maintenance. The device was replaced and the intended diagnostic procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported .